Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt dizzy, she was sweating and was feeling cold 3 days after the sensor was put on the arm. The cgm on the "receiver" was 131 mg/dl the patient uses tandem t slim in modified closed loop. The bg was low on the glucometer. The patient ate carbohydrate and was assisted by the spouse. She was doing okay during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.